Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the bronchofibervideoscope image was flickering. The issue was found during reprocessing. There was no patient involvement.